Event description:
It was reported that, the pacemaker system exhibited noisy signals oversensing on both right ventricular (rv) and right atrial (ra) leads during atrial tachy response (atr) episodes and fair field r-wave oversensing. Technical services (ts) recommended to evaluate the system with cardiology. This right atrial (ra) lead remains in service. No adverse patient effects were reported.